Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prior to use testing, the endobronchial tube cuff was leaking air. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A sample of an endobronchial tube was received for investigation. Visual inspection found slits in tracheal cuff. Based on previous analysis of returned samples the most probable root cause for cuff leaks in the cuff body is associated with contact with a sharp utensil or object. The failure mode is not related to our manufacturing process. Manufacturing controls were reviewed and found effective to detect the reported failure mode. In the manufacturing process damage of this magnitude would be immediately detected and the unit removed from the batch. The customer reported malfunction was confirmed.

Manufacturer narrative:
(B)(4).